Event description:
Report of device system explant rec'd per product return form. Reason for return - "removal of pump and catheter do to staph infection in pocket (pump)." F/u with hcp revealed pt symptoms included fever, redness, and swelling. The primary location of the infection was the device pocket. The device pocket was cultured and was positive for staph aureus. The pt was treated with IV antibiotics and total device system explant. The infection resolved and the pt had drug withdrawal symptom of clonus.